Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was not receiving stimulation coverage. X-rays indicated the lead had moved out of the epidural space. The pt was uncertain of when she felt a change in stimulation. The pt was advised to turn off stimulation. F/u identified the pt underwent surgical intervention to explant and replace the scs lead.